Event description:
The lay user/patient's daughter contacted lifescan (lfs) on may 12, 2008 and alleged that the threads were stripped/damaged on the pt's one touch ultrasoft lancing device. The medical affairs specialist (mas) called and spoke with the daughter on june 3, 2008 and obtained add'l info. The daughter reported that the alleged issue with the lancing device occurred about 2 weeks prior to her call to lfs. She informed the mas that two days after the reported issue began, the pt reportedly felt "jittery" (she explained that by jittery, the pt felt shaky) and claims he normally feels this way when his blood glucose is low. She gave him some orange juice and he felt better soon afterward. The daughter then purchased a different lancing device the next day so that the pt can resume his testing 3 time/day. During the time he was not able to test his blood glucose, he had continued to take his oral diabetes medication (glucovance) twice/day. The pt did not received any medical attention and was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there was no misuse. He was using a regular cap with the device. This complaint is being reported because the reporter claimed that the pt was not able to test his blood glucose for 2 days and allegedly experienced symptoms suggestive of hypoglycemia. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for eval, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.